Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, there were black particles in an unspecified number of tubes. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for embedded foreign matter was observed. Additionally, thirty(30) retention samples from bd inventory were evaluated by visual examination and the issue of embedded foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded foreign matter based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, there were black particles in an unspecified number of tubes. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with additional information: h.10 related report number grid: #(B)(4). Medwatch form 3500a was received by bd. Upon analysis the event was already captured and investigated as part of complaint# (B)(4) / MFR report # 1024879-2024-00236.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, there were black particles in an unspecified number of tubes. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 09-mar-2024. H.6. Investigation summary: bd received 8 samples and 1 photo for investigation. The photos and customer samples were reviewed and the indicated failure mode for embedded foreign matter was observed. Moreover, the customer samples were reviewed and foreign matter was observed under the label on the outside of the tube. Further testing performed indicates the unidentified matter is likely discolored adhesive material. Additionally 30 retention samples from bd inventory, were evaluated by visual examination and the issues of embedded foreign matter and foreign matter were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes embedded foreign matter and foreign matter. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, there were black particles in an unspecified number of tubes. There was no report of patient impact.